Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient states she fell about 5 months ago and stim hasn't worked since. Patient presented to the office and told their nurse practitioner these issues. Impedances were tested and electrodes 5, 6, 12 and 13 were all showing short circuits. The manufacturer representative was able to program around these impedance issues with success, and the issue was resolved.